Event description:
It was reported that the customer heard a whistling noise from the insulin pump and experienced a blank display on the insulin pump. The customer's blood glucose was 140 mg/dl. Troubleshooting was done. The customer stated that the battery compartment was neither damaged nor corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display returned. Advised that a replacement battery cap would be sent. Advised customer to monitor the insulin pump. Upon checking the alarm history, the customer stated that he also received a no delivery alarm. Troubleshooting could not be done for the no delivery alarm due to the issue being a past event. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.